Event description:
It was reported the pt's ipg is inoperable. An sjm representative interrogated the pt's scs system and confirmed the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.